Manufacturer narrative:
(B)(4). The actual device was not available; however, a video of the sample was provided for evaluation. The actual unit¿s video was visually checked and the unit was leaking through the end of the millipore filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The assignable cause was determined to be defective raw material received from an external supplier. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked normal saline from the filter during priming. There was no patient involvement. No additional information is available.